Event description:
Physician informed (B)(4) personally relating to the following information while customer visit. After mrt-measurement the catheter neurovent-p displayed initially an icp value of 1 mmhg and afterwards icp increased until 70 mmhg. A pulsatile signal was no longer visible at the monitor. Catheter has been explanted and exchanged through a new one.

Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p, (B)(4)) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter was carried out. Root cause analysis identified, that all pressure sensor connecting wires were torn off in the region of the catheter plug. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, tearing of the wires must be caused by an accidentally user error in post-operative environment (for example by overexpansion of the catheter while repositioning or transport of the patient). According to IFU prior and during examination/application the pressure catheter must not be bent, stretched or squeezed as well as manipulated by surgical tools. User recognized malfunction. No harm to the patient occurred.